Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you please confirm the event/procedure date?=> (B)(6) 2023. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that a winding former with a suture and a detached needle that pertain to product code y333h was received. Upon visual assessment of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and remnant suture was observed. The suture could not be dispensed since have begun with the process of degradation. This condition caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total hysterectomy procedure on 04/20/2023 and suture was used. Before use on the patient, when opening the package, it was found that the needle was detached from the suture from the beginning. It was not a control release needle. The procedure was completed successfully. Upon visual assessment of the returned detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and remnant suture was observed. The suture could not be dispensed since have begun with the process of degradation. This condition caused the needle to be detached from the suture. No adverse patient consequences were reported. Additional information was requested.